Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument sparked while trying to use. They removed the instrument and used a new one and all was fine. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook (pch) instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was evaluated on an in-house system with eight lives remaining. It successfully passed recognition, engagement, and energy delivery testing and demonstrated intuitive movement with a full range of motion in all directions. No physical damage was observed, and no issues were detected during testing.